Manufacturer narrative:
Insulin pump passed the displacement and failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's backlight was dimmer and hard to see in dark conditions. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.